Manufacturer narrative:
Product name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Sutures. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic was bent. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and a haptic was bent. The lens was removed with no patient injury and another same model lens was implanted. A suture was required to close the incision. The reporter stated there was no problem with the lens or the injection system.